Event description:
It was reported that during a remote follow up, that high pacing impedance and noise resulting in oversensing and pacing inhibition were noted on a right ventricular (rv) lead. The physician suspected rv lead damage occurred during a device replacement procedure due to normal battery depletion, however, no anomalies were observed on the rv lead either visually nor via diagnostic imaging. The rv lead was capped and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.